Event description:
Boston scientific received information that the physician perforated the patient's right ventricle with this lead during implant. An echocardiogram showed a pericardial effusion was present. With most recent information the patient was hospitalized and will continue to be observed. No additional adverse patient effects were reported. The lead was successfully implanted and remains in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.